Event description:
It was reported that on (B)(6) 2006, the patient underwent a transforaminal and posterolateral lumbar interbody fusion. To achieve fusion, the patient's surgeon performed a procedure by utilizing a transforaminal and posterolateral approach, as well as by utilizing apeek cage, which was packed with local bone and rhbmp-2. Subsequently, the patient was diagnosed with bony overgrowth at l2-3, as well as cyst formation at l1-2. It was also reported that a defective cage was implanted and injuries were caused by the peek cage. As a result, the patient has required extensive medical treatment, including having to undergo five additional surgical procedures to correct the bony overgrowth and implant a spinal cord stimulator between 2006 and 2011. The patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.